Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The identified symptom of undetected upstream occlusion could not be reproduced during eval. The device was tested for upstream occlusion and was found to detect an upstream occlusion within spec. During eval, the upstream sensor tail pins were found to be cracked. The upstream sensor was replaced to ensure continued proper occlusion detection.

Event description:
During baxter's functionality testing it was found that a spectrum pump failed to detect an upstream occlusion. There was no pt involvement.